Event description:
It was reported that the endopledge balloon broke during use. The customer inserted the ep into the heart and when they went to inflate, the balloon was ruptured. They had to switch out for a new device.

Manufacturer narrative:
Serious injury due to product needing to be swiched out during use for a new one.multiple attempts have been made to get product back for evaluation as it was originally reported to be available for evaluation. Once product is received it will be evaluated.